Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in 2007, the measured battery data was 2.74 v, less than 1 kohms with a magnet rate of 97.2 ppm. Five months later, the measured battery data was 2.61 v, less than 1 kohms with a magnet rate of 91.5 ppm. The device was replaced.